Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the bipolar impedances of this system were less than 200ohm and noise was recorded on the device in the bipolar sensing configuration. The patient was asymptotic due to a non dependency condition. The associated lead model and serial of the effected lead is unknown. A new lead placement was later performed- this chronic device remains implanted and active. No return of product is expected and the patient was reported as well.